Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibiting a gradual increase in shock impedance from 100 ohms to 210 ohms, since march 2024. A request was made to have data from this device analyzed. It was reported that this electrode was repositioned deeper towards the sternum. This sicd device remains implanted. Electrode repositioning more deeper towards the sternum. Shock impedance within normal range @ 110 ohm. Induction test performed and effective at 80j. The electrode remains implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.